Event description:
The customer reported an overinfusion of oxytocin (pitocin) on a pt whose labor was being induced. A pitocin infusion had been started in the morning and no issues were noted. The standard concentration bag they use for either pre or post labor is 30 units/500 ml so that there is always a 1:1 correlation of dose in milliunits/minutes and rate in ml/hr (for example a dose of 6 milliunits/min would equal a rate of 6ml/hr). Later the baby's heart rate decelerated slightly so the infusion was stopped for about 45 minutes. It was restarted around 2 pm. Around 2:48 the infusion was increased by 2 milliunits/minute (2 ml/hr) to 6 milliunits/minute (6 ml/hr). The nurse attending the pt, went on break and when a second nurse checked the infusion 10 minutes later she saw the channel label scrolling 6 milliunits/min, but the pcu screen showing a rate of 45 ml/hr. There was no harm to the mother or the baby and no medical intervention was required. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: 07/09/2014. (B)(4). Log review only. The customer complaint of an overinfusion of oxytocin was confirmed in the event log review. A review of the associated pcu event log for the oxytocin infusion indicates that the infusion was initially programed at 8:28 am on (B)(6) 2014 with the user selecting a concentration of 30 units in 500 ml. Dose was set at 2 milliunit/min (rate= 2ml/hr) and was titrated as high as 16 milliunits/hr (16 ml/hr) for a period of time. The system was turned off at 1:21 pm that afternoon then back on at 2:03 pm. The oxytocin infusion was then reprogrammed with the user selecting the customer concentration drug selection and entering a concentration of 4 units in 500 mls. Dose was set at 4 milliunits/min (rate= 30 ml/hr) and was titrated to 6 milliunits/hr (45 mil/hr) for a period of time. It should be noted that the oxytocin (induction) drug selection has two options; the 30 unit/500 ml concentration and the __ unit/__ml custom concentration. The root cause of the overinfusion was a user programming error when entering the concentration parameters.